Manufacturer narrative:
(B)(4): the customer reported an inability to obtain r waves using pads while performing a sync cardioversion. The symptom resolved once the customer put on leads. The customer is requesting info as to the device behavior. There is no report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an inability to obtain r waves using pads while performing a sync cardioversion. The symptom resolved once the customer put on leads.